Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, blood coagulation disorder, periodontal disease, immediate implantation, peri-implantitis ((B)(6)are same patient).